Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and another manufacturer's right atrial (ra) lead presented to the emergency room with intermittent capture. Programmed outputs were noted to be right at the threshold, so programmed outputs were increased to provide a 2:1 safety margin and the patient was discharged. This product remains implanted and in service. No additional adverse patient effects were reported.